Event description:
It was reported that a folfusor sv4 overinfused. This occurred during patient infusion with fluorouracil, saline and oncofolic. The reporter stated that the expected infusion time was 22 hours but the actual infusion time was 6-8 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.